Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" customer information: "I started putting more milk at 24:00 to the patient and then I noticed that there was still milk in the syringe after 3 hours (21:00) only 8 ml of milk has gone but 20 ml was remained. The device did not alarm anything, it was turned off by itself".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Investigation results: the device history files were read and analyzed. No abnormalities were found in the history. A visual inspection was performed. No visible damage were found. A functional test was performed. The device passed the self test. A monoject 60ml syringe was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of (B)(4) was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). Accuracy of set delivery rate should be (B)(4) according to iec/en 60601-2-24. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.